Manufacturer narrative:
During training with the device, the doctor performed tunneling (prior to rf delivery), causing an intense pain in the patient. Although up to date no additional clinical information has been received from the clinic to fully assess the reported injury, inmode concluded that it was caused by a user error, specifically working aggressively at incorrect plane/depth, possibly causing damage to the muscle. The incorrect technique was addressed on spot by inmode trainer. Per latest update, patient has improved. If inmode becomes aware of any additional information that might affect the investigation conclusions, a supplementary report will be submitted.

Event description:
10 days post procedure, a clinic reported of a patient sustaining possible muscle damage during usage of quantum 10, while the doctor was performing tunneling (without rf delivery). The patient was being treated aggressively on his right side of the face and apparently the doctor moved too deep with the device causing intense pain in the patient. Later, the patient reported intense pain during chewing.